Manufacturer narrative:
(B)(4). D10: unknown version guide unknown. No additional information is available from the surgeon; therefore, no attempts have been made to obtain further product identification details. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Device history record review cannot be performed without product identification. Complaint history review cannot be performed without product identification. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor trends.

Event description:
It was reported the g7 offset inserter and version guide broke. According to the report, the instruments broke during use; the specific procedure, intraoperative stage, and any environmental conditions were not provided. No consequences or impact to the patient were reported. It was reported that no further information is available.